Manufacturer narrative:
G4: 24oct2019; b4: 25oct2019. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Should further information be received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a ventilator that requires replacement of the power supply. There was no patient involvement or harm.